Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and kidney infection ('urinary tract, infection (other) describe: kidney') in a (B)(6) year-old female patient who had essure (batch no. 922507, 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included obesity and gravida. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and adnexa uteri pain ("pain - in my tubes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, kidney infection, urinary tract infection, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain upper and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, kidney infection, migraine, nausea, pelvic inflammatory disease, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Amendment: the report was amended for the following reason: event pelvic inflammatory disease intervention required ticked. Case updated to incident. No new follow-up information was received from the reporter. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and kidney infection ('urinary tract, infection (other) describe: kidney') in a 21-year-old female patient who had essure (batch no. 922507-not valid,946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included obesity and gravida. Concomitant products included escitalopram oxalate (lexapro) since june 2012 and medroxyprogesterone acetate (depo-provera) from june 2012 to september 2012. In april 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and adnexa uteri pain ("pain - in my tubes"). In june 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In july 2012, the patient was found to have weight increased ("weight gain"). In september 2012, the patient experienced dyspareunia ("dyspareunia"). In august 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2017, the patient experienced nausea ("nausea"). In august 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, kidney infection, urinary tract infection, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain upper and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, kidney infection, migraine, nausea, pelvic inflammatory disease, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) 2012, april 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jul-2019: quality safety evaluation of product technical complaint. (Not-valid batch). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and kidney infection ('urinary tract, infection (other) describe: kidney') in a 21-year-old female patient who had essure (batch no. 922507-inv,946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included obesity and gravida. Concomitant products included escitalopram oxalate (lexapro) since june 2012 and medroxyprogesterone acetate (depo-provera) from june 2012 to september 2012. In april 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and adnexa uteri pain ("pain - in my tubes"). In june 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In july 2012, the patient was found to have weight increased ("weight gain"). In september 2012, the patient experienced dyspareunia ("dyspareunia"). In august 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2017, the patient experienced nausea ("nausea"). In august 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, kidney infection, urinary tract infection, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain upper and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, kidney infection, migraine, nausea, pelvic inflammatory disease, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) 2012, april 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.